Event description:
It was reported that on (B)(6) 2024, a mitraclip procedure was performed to treat functional mitral regurgitation (mr) with a grade of 4+ and tethered leaflets. Two mitraclips were implanted, reducing the mr to a grade of 1-2. On (B)(6) 2024, a transthoracic echocardiogram (tte) was performed and revealed that the second previously implanted clip had detached from the anterior mitral leaflet and remained attached to the posterior mitral leaflet (single leaflet device attachment/slda), causing the mr to increase to a grade of 4+. On (B)(6) 2024, an additional mitraclip procedure was performed, and one clip was implanted, reducing the mr to a grade of 2-3.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the reported incomplete coaptation (single leaflet device attachment/slda) appears to be due to the pre-existing patient anatomy (tethered leaflets). The reported recurrent mitral valve insufficiency/regurgitation (mr) was a cascading effect of the reported slda. Additionally, the reported patient effect of mitral valve insufficiency/regurgitation, as listed in the electronic mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. The reported hospitalization and unexpected medical intervention were a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.